Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been having erratic blood glucose (bg) levels. Bg levels were in the 300 mg/dl range on (B)(6) 2014, with polydipsia, polyuria and trace ketones. Low bgs today were between 35-107 mg/dl. Patient was treated with insulin injections. During troubleshooting of the pump, customer support (cs) found no potential causes of inaccurate delivery. Time and date were accurate, and the basal and bolus histories were as expected. Cs did not identify any medical/disease management causes of the bg issues. Though trouble shooting did not reveal any delivery issues, the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyper- and hypoglycemic episodes and the pump cannot be ruled out as causing/contributing to these events.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: no defect was found. The black box shows on (B)(6) 2014 16:48 a replace cartridge alarm; deliveries were resumed at 17:36. Basal history shows from 02:06 to 03:06 on (B)(6) 2014 a 0.00u basal program was running..#2. No eaw¿s occurred during 24hr duration testing. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.